Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patient was not able to get enough pain relief. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was retained at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6). Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6).